Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving clonidine (200 mcg/ml at 1.2 mcg/day), bupivacaine (1.5 mg/ml at 0 mg/day), and morphine (5 mg/ml at 0.0315 mg/day) via an implantable infusion pump for non-malignant pain and other chronic/intractable pain (trunk/limbs). It was reported that the pump was going to be filled with saline (1 ml/ml at 0.006 ml/day) and put into minimum rate mode. The patient had a granuloma at the tip of their catheter. The hcp was calling to request assistance with programming. No additional symptoms were reported. The catheter volume was noted to be 0.189 ml. The time it would take for the old drug to clear the catheter was calculated to be between 64.6 and 79.6 days. At the time of the report, the patient had about six months before the elective replacement indicator (eri). Depending on if the patient still had the granuloma during that time, the hcp may delay putting the new pump in until it cleared. No further complications were reported.